Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ventricular tachycardia ablation procedure. After using the intellanav mifi oi for around half an hour, the physician noticed blood in the tubing of the catheter, and then realized the tubing was fractured. The catheter was exchanged for another intellanav mifi oi to continue the procedure. Procedure successfully completed.